Manufacturer narrative:
Lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
(B)(4) after clinical procedure, patient experienced failure of implant to osseointegrate.